Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred upon device power up in the pediatric department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue 'system error 345' was unable to be reproduced. A review of the event history log revealed the reported issue 'system error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream thermistor readings to be out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.